Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal, 1 gram in the first bag then on every fourth day, duration not reported) and magnova (intraperitoneal, 1 gram in first bag then 500 milligram in each exchange, duration not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient's fluid was clear, the antibiotic treatment was completed and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.